Event description:
Dr was working on pts foot, sparks jumped and burned the pt's finger. Pt's hand was retesting on a padded arm rest when sparks jumped. Dr feels pt was touching some metal on the surgical chair. The dr does not feel there is anything wrong with the esu and will not be returning it. The dr does not feel the burn was serious and did not treat it.